Event description:
It was reported that the insulin pump alarmed motor error. Customer is hospitalized due to a serious motorcycle accident. The blood glucose reading is 150 mg/dl. The motor error occured during the refill. Assisted customer will clearing the motor error alarm. Customer unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, missing display window and cracked case near display window corners. The device alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to the motor error alarms.